Manufacturer narrative:
Image review: one media file and five static images were submitted for review. The single angiographic video provided shows paravalvular leak (pvl) originating from the inflow section of the harmony valve. The accompanying images appear to indicate tissue thickening, which requires further confirmation. Please note that tissue thickening is mentioned in the instructions for use (IFU) under precautions and potential adverse events. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 months and 23 days following implantation of a transcatheter pulmonary valve, a follow up computed tomography (CT) scan was performed that revealed tissue thickening below the valve. A follow up transthoracic echocardiogram (tte) was performed that revealed an increased right ventricular outflow tract (rvot) blood flow velocity at 2.5 meters per second (m/s), in comparison to 1.8 m/s post-operatively. Subsequently, an in-stent thrombosis was suspected; however, a definitive diagnosis was not made. The mean pulmonary gradient when the potential thrombus was detected was 10 mmhg. Subsequently, direct oral anticoagulant (doac) therapy was initiated. A repeat tte was scheduled. It was noted that the mean pulmonary gradient of the valve at discharge following the initial implant procedure was 5 millimeters of mercury (mm hg), and dual antiplatelet therapy was prescribed immediately following implantation of the valve.